Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the temporary pacing cable was being inspected by being connected to the temporary pacemaker prior to use, pacing could not be delivered. When the cable was replaced with a similar model the pacing lamp was observed properly on the temporary pacemaker. Inspection was requested. The pacing cable is expected to be returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: the cable passed functional test and no anomalies were found. If information is provided in the future, a supplemental report will be issued.